Event description:
Received with a note taped to unit stating: unit shut off spontaneously. Battery was green, lcd read apnea, then unit shut off (pt not apnea). Follow-up info: unit was 'just' placed on pt. Unit alarmed (unsure which) and shut down. No pt harm. Vents are used for transport. Example given - plugged in 10 minutes - used 20 min - plugged in 30 - used 45 min.